Event description:
Failure to alarm: pump not alarming when dressing not sealed.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for compliants recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go device.this issue could not be confirmed, as the unit was not received for evaluation. A root cause and a corrective action could not be determined. This is not an adverse event and no harm was caused to the patient.smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.